Event description:
Dollar general's details of complaint (B)(4): customer states she used the product to soak her dentures overnight and when she went to put them in the morning, her tongue got blisters when she touched the dentures. She still has some of the product and thinks the batch might be too strong.